Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, moisture was found behind the display lens. No damage was found to the battery compartment. The returned battery cap top was worn and the threads were intact. The returned battery cap fully attached to the pump but was difficult to remove due to the worn top. The pump was unresponsive with no vibratory or auditory alarms, and a blank display. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display, the battery cap was unable to be removed, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.